Event description:
It was reported that cartridge alarm occurred during load process despite caller following prompts and using proper loading steps, and alarm recurred when caller attempted to load new cartridge and resume insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.